Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to battery tube loose connector. The insulin pump was received with scratched lcd window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. The customer stated that the insulin pump had a cracked screen. The customer stated that the display did not return after inserting a new battery. The insulin pump will be returned for analysis.